Event description:
It was reported a patient's pacemaker presented in backup vvi mode that led to premature battery depletion. It was also noted they were unable to obtain pacemaker information. The device was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of device in backup mode was confirmed, premature discharge of battery and failure to interrogate were not confirmed. The device was received in backup operation. Analysis of the device image indicates backup mode was caused by code corruption triggered by unknown source. After re-loading the product code, the pacer was tested under nominal settings and the results indicates normal functionality. Further evaluation at various pulse amplitude measured current level within normal range, and no indication of premature depletion noted. During the analysis the device was interrogated multiple times with normal interrogation results. Backup operation could not be reproduced. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Correction: h6.